Manufacturer narrative:
Investigation summary: the device was returned to cardiac surgery on (B) (6) 2010, for investigation. A visual inspection revealed that the device had no non-conformities. The device passed the pre-cautery test, with steam generated during several device actuations. The device was evaluated and the alleged failure could not be duplicated. The exact root cause of the reported failure mode has not been determined. A device lot history review was performed, and there were no non-conformities that could have contributed to this failure mode. This issue is being investigated through the maquet CAPA process. A supplemental report will be submitted if additional information is obtained. (B) (4)

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro tissue welder power was intermittent, wouldn't get power to the device. It would work and then not, back and forth. Used another device to complete the procedure. The hospital reported no patient effects. The product is returning.